Event description:
The manufacturer received information alleging an issue related to "sparks, burnt odor and black traces". The manufacturer received information that when the portable concentrator, turning on, and trying to connect the nasal cannulas, there were sparks and a strong smell of burning and black traces on the o2 output of the unit. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.